Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use one onyx trustar coronary drug eluting stent to treat a lesion in the mid right coronary artery (rca). It was reported that there was inflation difficulties during balloon inflation. The balloon was not completely inflating and an attempt was made to pull the stent back, however, there were difficulties removing the stent. The stent got dislodged off the balloon in the mid rca. An attempt was made to remove the dislodged stent with a gooseneck snare but it was not possible to retrieve the stent. The stent was crushed in to the vessel wall with another stent placed on top. Once removed the stent balloon was reviewed outside the patient and it appeared there was a leakage in the hypotube approximately 2.5cm proximal of the balloon. The event lead to an ischemic situation including chest pain. The patent is alive with no further injury. Please note that this device (onyx trustar) is not marketed in the united states; however, the device is deemed the same as the united states marketed device (onyx frontier).

Manufacturer narrative:
Image analysis: a still image was taken from the mp4 video provided from the account confirms that liquid is exiting the distal shaft of the stent delivery system. Confirming the leak that most likely contributed to the reported inflation difficulties. Additional information: an attempt was made to use one onyx trustar coronary drug eluting stent to treat a diffusely diseased vessel with no tortuosity. The device was inspected before use with no issues noted. The device was prepped per IFU with no issues noted. The lesion was pre dilated. The device did not pass through a previously deployed stent. There was no resistance noted advancing the device and excessive force was not used. Excessive force was not used during withdrawal of the device. The issue occurred on the first inflation. There was partial inflation of the balloon. An inflation pressure of less than 8atm was applied when it was determined that there were inflation difficulties and not enough pressure build up. During dilation the balloon could not hold pressure and after retraction the issue was confirmed. No balloon detachment occurred, only stent dislodgement occurred. The same inflation device was used successfully with other devices. Patient age, weight and medical history provided. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the device was received for analysis. A kink was evident on the hypotube. The stent was not present on the balloon and did not return for analysis. Upon visual inspection of the device, a tear was visible on the distal shaft. The device returned with balloon folds deflated. Blood was visible in the balloon. Crimp impressions were visible on the balloon material. The balloon failed negative prep. On pressurisation of the device, liquid was observed exiting the tear site. The balloon failed to maintain pressure. No other damage evident to the remainder of the device. Standalone pressure gauge. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: annex d codes. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.